Event description:
Patient later reported "giant cells of the silicone foreign body type", "sparse calcifications". Patient also reported "depression, inconvenience, shame, frustration , suffering, anguish, pain, humiliation, and discomfort", which is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient has experienced a lot of pain", "contracture", "swelling" and "patient is desperate".

Event description:
Patient reported right side "patient has experienced a lot of pain", "contracture", "swelling" and "patient is desperate". The device remains implanted.